Event description:
Philips received a complaint regarding the heartstart mrx monitor/defibrillator, indicating that the cable is unsheathed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.